Event description:
It was reported that during a treatment procedure to place a greenfield vena cava filter, deployment difficulties and filter movement were encountered. A pre-procedure CT scan was performed to determine size and measurement of the vena cava which were within normal range. Vascular access was obtained via the right jugular vein. The physician advanced the greenfield vena cava filter to the intended location within the vena cava, however, when the filter was deployed, the legs did not open and the filter moved forward from the intended position. The physician was not unable to withdraw the device nor were they able to advance the filter beyond the superior vena cava. The procedure was successfully completed with deployment of another filter. The physician reportedly feels that the patient is adequately protected. No patient injuries or complications were reported. The patient status was reported as ¿ok¿.

Manufacturer narrative:
(B) (6). (B) (4). (B) (4).

Manufacturer narrative:
Device evaluated by manufacturer: the introducer catheter was returned along with the blue braided sheath; however, the filter and the dilator system were not returned for analysis. Visual analysis of the returned device revealed the paper safety sleeve had been removed from its position on the handle of the returned introducer catheter. The blue trigger mechanism had been moved from the locked position, and had been advanced fully down the deployment track until it contacted the end. The blue braided sheath was kinked at approximately 12 cm from the distal tip. With the exception of the kinking to the blue braided sheath, all returned components were found to be within specifications. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during a treatment procedure to place a greenfield vena cava filter, deployment difficulties and filter movement were encountered. A pre-procedure CT scan was performed to determine size and measurement of the vena cava which were within normal range. Vascular access was obtained via the right jugular vein. The physician advanced the greenfield vena cava filter to the intended location within the vena cava, however, when the filter was deployed, the legs did not open and the filter moved forward from the intended position. The physician was not unable to withdraw the device nor were they able to advance the filter beyond the superior vena cava. The procedure was successfully completed with deployment of another filter. The physician reportedly feels that the patient is adequately protected. No patient injuries or complications were reported. The patient status was reported as 'ok'.